Event description:
It was reported that a person using the ilet on the first day of pump therapy experienced a low blood glucose of 68 mg/dl and sought guidance on whether to announce a meal; the individual was advised to treat the low before announcing the meal and subsequently confirmed a fingerstick of 112 mg/dl after oral glucose treatment. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without additional intervention or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia management and meal announcement practices. Investigation of this case revealed no device malfunction reported or observed, with the event consistent with hypoglycemia of unclear cause early in pump use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.